Manufacturer narrative:
Date sent: 3/22/2006. Additional information: d2, 4, 10; g4, 5; h2, 3, 4, 6. Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a radical prostatectomy, after receiving multiple error code 5s, the tissue pad was found to be melted on the instruments. No patient consequences was reported.